Event description:
Additional information was received correcting diagnostic imaging was performed and cardiac perforation was not observed. There was no indication that no perfusion was observed.

Event description:
Additional information received indicated diagnostic imaging performed and no perfusion was observed.

Event description:
It was reported that during the initial implant procedure, inadequate capture was noted on the right ventricle (rv) lead. Repositioning of the rv lead was attempted, however, the helix was unable to retract and stretching of the helix was noted. Helix rotation of the rv lead was not tested prior to introduction it into the patient¿s body. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.